Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the firing was not completed that the operator had to suture again. No patient consequences returning.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information: did the device cut? Yes, if the device cut was cut line fully circumferential around the target tissue? Yes, did the device staple? Yes, if the device stapled, was the staple line complete? No, only the proximal part had staple line. What confirmation was received that the device was fully fired? The operator himself asserted that he fully fired the device.